Event description:
The surgeon, reported to our sales rep that he observed during a routine control that the screws are dislocated. This happened twice. He fixed the screws by ambulant surgery.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: investigation of the devices could not be carried out as the devices were not available. No deviations were found during review of the manufacturing and inspection documents (DHR) for the proximal humeral nail and associated proximal and distal locking screws. With respect to the investigation results and information available the real cause of the event (screw back out) could not be determined but might be contributed by the patient¿s condition (according to statement of the medical expert). No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
The surgeon, reported to our sales rep that he observed during a routine control that the screws are dislocated. This happened twice. He fixed the screws by ambulant surgery.